Event description:
It was reported that patient presented for a generator change out. During procedure, it was noted that atrial lead exhibited abrasion due to clavicular crush. The lead was repaired on (B)(6) 2021 and it remains active. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a generator change out. During procedure, it was noted that atrial lead exhibited abrasion due to clavicular crush. The lead was repaired and it remains active. The patient was stable.